Manufacturer narrative:
Reporter returned one toothbrush head on (B)(6) 2018. Toothbrush head was identified as an oral-b 3d white refill. Product investigation is in progress.

Event description:
Swollen lip [lip swelling]; caught lip [lip injury]; head snapped off in mouth and caught lip - oral-b powerpolisher brushhead [injury associated with device]; head snapped off in mouth - oral-b powerpolisher brushhead [device breakage]. Case description:consumer contacted via social media stating the head snapped off in her mouth and caught her lip. No serious injury was reported. Follow-up: consumer stated she was left with a swollen lip.

Event description:
Swollen lip [lip swelling] caught lip [lip injury] head snapped off in mouth and caught lip - oral-b power polisher brush head [injury associated with device] head snapped off in mouth - oral-b power polisher brush head [device breakage]. Case description: consumer contacted via social media stating the head snapped off in her mouth and caught her lip. No serious injury was reported. Follow-up: consumer stated she was left with a swollen lip.

Manufacturer narrative:
08-jan-2020 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.